Manufacturer narrative:
Block d4, h4: the complainant was unable to report the serial number; therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of cancelled/rescheduled procedure.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass digital controller were used in the bile duct during a stone removal procedure performed for the treatment of common bile duct stone on (B)(6)2024. During the procedure, the image disappeared while ehl was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.